Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 550mg/dl and had diabetic ketoacidosis. Customer¿s current blood glucose was 295mg/dl. The customer states that along tubing looks cloudy near the connecter and drive support was normal. Customer also reported that there were bent cannula. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.